Event description:
The customer obtained a false positive result on one patient sample for the cytomegalovirus igg (cmv igg) assay on an immulite 2000 instrument. The same sample was tested on an alternate platform and the result was negative for cmv igg. The false positive result was reported to the physician(s). The result on the alternate platform was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive result on the patient sample.

Manufacturer narrative:
The initial MDR 2432235-2014-00454 was filed on august 13, 2014.additional information (10/09/2014): the sample was not provided from the customer as requested. The cause for false positive cytomegalovirus igg (cmv igg) is unknown. The customer confirmed that cmv igg assay is working properly with kit lot 296. They have not experienced any more discordant results.

Manufacturer narrative:
The cause for the false positive cytomegalovirus igg result is unknown. Siemens healthcare diagnostics is investigating the issue.